Manufacturer narrative:
The peritonitis occurred on an unspecified date "in the past 4 years". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to escherichia coli (no further details). It was not reported if the patient was hospitalized for the event. The patient was treated with tienam and vancomycin (doses, routes, frequencies and duration not reported). Dianeal therapy was ongoing and the patient has recovered from this peritonitis event. No additional information is available as the reporter declined to provide further information.